Event description:
A 105 cm 6f terumo radial to peripheral destination slender sheath was used for an endovascular procedure, renal artery stenting. The sheath became entrapped in the patient due to radial artery spasm even after multiple doses of radial cocktail (nitro 200mcg, verapamil 2.5mg, heparin 5000u) and could not be removed from the patient. The procedure was terminated and the patient was admitted to ICU, he was intubated, sedated, and paralyzed in the ICU. Subsequently the sheath was removed at the bedside. The patient was extubated the next day. No immediate harm came to the patient.